Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported to the emergency department and the right ventricular (rv) lead exhibited high thresholds, had triggered an alert for low rv pacing impedance, and a lead positioning issues was reported. A lead revision was scheduled and the device was programmed off. The following day the patient left the facility before the lead revision was completed. The patient was seen at a different facility the next day, and the right atrial (ra) lead had far field r-wave (ffrw) oversensing on stored and current electrograms (egm) resulting in inappropriate atrial tachycardia (at)/ atrial fibrillation (af) detection(s). The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: section e has been updated with first and last name, phone number and email address of the initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.